Event description:
The user facility reported that the tracheostomy tube was in use with a pt for 17 days when a leak was observed near the inflation line and 15 mm connector. No incident related medical sequela reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.